Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The second patient sample also had discrepant results for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer and these results were deemed correct. The first sample initially resulted in a na value of 180 mmol/l and repeated as 136 mmol/l. The second sample initially resulted in a na value of 178 mmol/l and repeated as 139 mmol/l. This sample initially resulted in a k value of 4.0 mmol/l and repeated as 4.62 mmol/l. The na electrode lot number was x9654 and the k electrode lot number was j0436. The electrode expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer found discoloration on system reagent tubing. A sipper nozzle was aspirating inadequately. The na electrode was replaced, the tubing was cleaned, and a valve was replaced. Operational and mechanical checks passed.